Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10 the product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a probe was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The probe was received. A visual assessment of the returned sample revealed a non-conforming tip. The returned sample was connected to a calibrated system and was successfully recognized. A visual evaluation found the sample to have a damaged articulating tip. Functional trocar testing was unable to be performed to confirm the reported event. However, as to how or when it became damaged remains inconclusive. How or when the tip became damaged remains inconclusive. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combination of cataract and vitrectomy procedure an ophthalmic laser probe was unable to insert from the port. The surgery was completed after replacing the product. There was no patient harm.